Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited difficulty in pairing to the merlin mobile application. Further investigation found that the device exhibited a potential bluetooth telemetry issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: d3- should have been "st. Jude medical, inc.(crm-sylmar)" in previous report.